Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4318 serial/lot: n/I. Description: clik x anchor sterile kit. Additional information was received that the lead sc-2317-70 (serial number: 5014372) was evaluated. The visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The clik anchor sc-4318 (lot number: unknown) was evaluated and revealed that the device passed visual inspection.

Event description:
A report was received that the patient underwent an explant procedure because the lead contacts have been out of range ever since the patient had a fall.

Event description:
A report was received that the patient underwent an explant procedure because the lead contacts have been out of range ever since the patient had a fall.